Event description:
It was reported that renal/kidney issues occurred after a pulse field ablation procedure pfa using farapulse. The physician called to report the patient had blood in urine post operatively and asked about incidence of seeing this in the past. Physician asked if doing cavotricuspid isthmus cti line could have contributed to hemolysis or acute kidney injury aki. Stated that cti line itself would not be the cause - electrodes in blood pool when ablating or high number of applications instead are the factors which increase hemolysis risk. Physician reported prior incidence of blood in urine post operatively from this patient. Additional fluid was given post operatively. The patient had 106 combined ablations performed on the posterior wall, pulmonary vein, and cti line with farawave. Patient was discharged and told to drink more fluid at home. Unknown if additional intervention needed to follow. There was no device issues reported. Approximately two weeks post procedure, there was a follow up report from physician. The patient had clear urine when discharged from the pfa procedure and again next morning. Five days later the patient was not doing better so was to go to the emergency room ER. In ER tested creatinine of greater than 15 and albumin of 170. Nephrology was consulted. Two rounds of dialysis and patients creatinine is now 7. Patient was admitted to the hospital and still being monitored.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.